Event description:
Device 3 of 3. Reference MFR. Report #: 1627487-2011-05244, 05245. The patient received his scs system on (B)(6) 2011 with two percutaneous leads (from different lots). It was reported that the patient's scs system allegedly was no longer functioning. The health professional also stated that the ipg allegedly may have caused skin erosion. As a result, the patient's system was explanted. Sjm personnel was not present during the explant procedure. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Results - the product was received complete. The lead was slightly kinked near the stimulation end. The lead was functionally tested according to the manufacturing standards and passed all tests. Visual examination revealed no anomalies that could have caused erosion. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.